Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.